Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to establish communication. Programming changes were attempted however it was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Updated from malfunction to serious injury.

Event description:
New information received states that a surgical intervention is anticipated in the near future. No further information is available at this time.